Event description:
Mps says that there was a large bump of around 2mm was left uncut on the anterior cut, which is concerning the surgeon. The system has also been freezing intermittently. He says that the bump was in the middle of the cut and could be seen in person but the system showed that all of the green had been removed. The surgeon is concerned, dispatch requested, logs to be sent.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps says that there was a large bump of around 2mm was left uncut on the anterior cut, which is concerning the surgeon. The system has also been freezing intermittently. He says that the bump was in the middle of the cut and could be seen in person but the system showed that all of the green had been removed. The surgeon is concerned, dispatch requested, logs to be sent.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced: no. Troubleshooting notes: none. Work performed: I cleaned all of the fibers and the camera. I also discovered that the j5 and j6 required adjustment. I also needed to replace the j6 set screw on one of the cables. Lastly, I performed kin calibration to optimize the robot. Once all testing was completed and passed, I returned the robot back to clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.